Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are(B)(4) and CAPA(B)(4).

Manufacturer narrative:
If implanted, if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9003 intraocular lens (iol) is being returned. Event reasonably suggests that the lens was removed and replaced during the same procedure and this was due to vitrectomy. No other information was received.